Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that the jaws would not open. The surgeon used another device to complete the procedure. There was no pt injury. The device was returned with the knife blade exposed.